Event description:
It was reported that the patient had their system removed because they needed an MRI. The system was removed and not replaced. During removal the lead broke so the health care provider (hcp) didn¿t know if the patient could now have an MRI. The manufacturer representative received a call from the hcp and the device had been working for the patient with no device issue. The manufacturer representative wasn¿t in the case. The hcp dissected down to the sacrum, down to the bone, and pulled the lead but part of the lead broke. This was the second time the hcp had met with the patient and they thought they needed an MRI of the lumbar spine, but they were unsure. They normally did not do fluoroscopy when the device was being explanted, therefore they did not know how much of the lead broke off. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0511373v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).